Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced severe hyperglycemia due to an inaccurate delivery issue. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was at 520 mg/dl with symptoms of abdominal pain/vomiting, symptoms of dehydration (dizzy, lightheaded), abdominal pain/vomiting, and large level of ketone. The reporter stated that the patient was hospitalized for diabetic ketoacidosis and treated by the medical personnel with insulin via pump and intravenous fluid. Allegedly, the patient had discontinued pump therapy. Customer technical support reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. No information was provided with regard to potential causes for bg issue. The reported inaccurate delivery issue was not resolved with trouble shooting. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemic event requiring hospitalization related to an alleged delivery issue with the pump of unknown cause.